Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented with loss of capture due to dislodgement of their rv lead. The physician elected to revise the lead. During the procedure, the physician could not extend the helix of the original lead and opted to use a replacement lead. The patient was stable throughout.

Manufacturer narrative:
A complete lead was returned in one piece for investigation. The damage found was sustained during the surgical procedure. The lead was otherwise normal.